Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the returned instrument found that the pointed tip had fractured and became detached approximately 20.5mm from the distal end. The fracture occurred at the first depth indicator groove on the tapered pointed end of the instrument. This groove is the weakest point on the instrument. It is unknown how the instrument was exactly used when it fractured. Probes with similar fracture patterns have been determined to break due to leveraging and not using the probe as intended. Because of the report that the tip was stuck in the pedicle, it is most likely the probe was not being used on a single axis to create a hole directly into the pedicle. The fracture indicates the surgeon's technique, possibly off-axis use of the instrument, resulted in a lateral force applied to the tip which resulted in a fracture. The detached tip was removed from the patient without issue.

Event description:
Probe broke off inside pedicle. Surgery delayed 20 min while removing broken piece of the probe. Patient was not injured.